Event description:
It was reported the device exhibited a downstream occlusion alarm. The downstream occlusion pressure test was failed. There was patient involvement, but no adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a swollen dso seal. A review of the event history log found multiple 'high alarm displayed: downstream occlusion' alarms. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.